Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod approximately 3 hours. The device was originally reported for leaking insulin during wear.